Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges, indicating proper assay and instrument performance. The discrepant results were confirmed as false reactive through rna-pcr and western blot testing, which indicated a negative hiv status for the patient. False reactive results may occur with this assay as its specificity is less than 100%. The root cause was attributed to a sample-specific discrepancy. The device remained in operation at the customer site.

Event description:
The initial reporter alleged false reactive results for a patient sample tested with the elecsys hiv duoassay on the cobas e 801 analytical unit. The patient, who was undergoing pregnancy monitoring, was tested multiple times using the elecsys hiv duo assay. In (B)(6) 2021 (10th gestation week), the result was 4.65 coi (reactive). In (B)(6) 2021, the result was 4.63 coi (reactive). On 02-nov-2021, the result was 3.37 coi (reactive). On (B)(6) 2021 (24th gestation week), the result was 3.04 coi (reactive). On (B)(6) 2021, the result was 3.03 coi for hivag and 0.10 coi for ahiv (reactive). All results were analyzed twice on the cobas e 801 analytical unit. Subsequent testing of the respective samples by rna polymerase chain reaction (pcr) and western blot at a partner laboratory confirmed a discrepant negative hiv status.